Event description:
During a device replacement procedure for normal elective replacement indicator (eri). It was reported that there had been an overestimation on the battery longevity of the device. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.